Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") and pregnancy with contraceptive device ("was pregnant, and both essure coils were still in place") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "drug ineffective". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), the first episode of alopecia ("excessive hair loss"), dysmenorrhoea ("menstrual cramping"), dyspareunia ("pain during intercourse"), the second episode of alopecia ("hair thinning"), the third episode of alopecia ("hair loss"), vision blurred ("blurred vision"), migraine ("constant migraines") and mood swings ("mood swings"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, abdominal pain and back pain had not resolved and the dysmenorrhoea, dyspareunia, the last episode of alopecia, vision blurred, migraine and mood swings outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and the first episode of alopecia to be related to essure. No further causality assessment were provided for the product. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms and from her physicians, but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: satisfactory placement of both essure coils quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: case upgraded to incident. Reporter, age, lab data, events menstrual cramping, pain during intercourse, hair thinning, hair loss, blurred vision, constant migraines and mood swings added. Pregnancy outcome updated to not reported. On (B)(6) 2017 she underwent a surgical procedure to remove essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.